Manufacturer narrative:
The DHR review confirmed the ilet met all manufacturing specifications prior to release. The log review could not be completed as the data was not available on the day of the event. The log review prior to the event confirmed the ilet was performing as intended. The cause of this event cannot be determined. Should additional, relevant information become available, a supplemental report will be submitted.

Event description:
On (B)(6) 2025, a patient's brother reported that the patient experienced hypoglycemia while traveling on a bus. Ems was called and the patient was hospitalized. The patient's bg at the time was 32 mg/dl and was low for over 90 minutes. The patient was treated with IV glucose and discharged on (B)(6) 2025. The patient reports as being fine.